Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the tb needle and syringe. The customer reports, "the needle separated from the hub while drawing up from a medication vial." The customer reports, "the needle was only used once and that the needle had not been used on an animal.